Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and pump error 43- an error in the motor was detected by reading unexpected value from hall sensor. The customer reported blood glucose value of 22.2 mmol/l. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was not able to clear the error. No further patient complications were reported. The customer will discontinue the use of the device. The product mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, force sensor, occlusion, and self tests; it failed prime/seating test. No pump error 43s occurred during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that multiple pump error 43s occurred on (B)(6) 2024 from 13:41:45 to 14:24:22 and multiple pump error 130s occurred on the same date from 13:15:03 to 14:08:49. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 53 (file number = 32107, line number = 418) occurred on (B)(6) 2024 @ 14:02:24; pump error 2 occurred on (B)(6) 2024 @ 14:02:24. The case was cut open. After visual inspection, there is corrosion on/around the following: home motor switch, outside of the motor slide, bottom of the motor sleeve, inside the reservoir compartment. In summary, the customer¿s report of pump error 43s was confirmed in the pump's history. The load failure is due to a corroded home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.